Manufacturer narrative:
(B)(4). MFR name: st jude medical (B)(4); no complaint was received with return of the device. Failure (event) observed during analysis. A partial lead was returned for analysis. Internal insulation abrasions were found at 10.1-12.7cm and at 8.0-8.6cm from the distal tip. The rv conductor was visible but the etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.